Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the return instrument test/evaluation (rite) functional and electrical testing. The device was determined to meet specification requirements per rite testing. A short simulated therapy was performed and completed successfully. External & internal inspection was performed and revealed no problems. A device history record review revealed no issues that could have caused or contributed to the reported issue. The sample evaluation and the review of the logs did not identify anything that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) died coincident with peritoneal dialysis therapy. The cause of death was cardiac arrest. The patient was transported via ambulance to the emergency room. Treatment in the ambulance and emergency room was not reported. An autopsy was not performed and a death certificate was not available. The hp was not performing peritoneal dialysis therapy at the time of death. No additional information is available at this time.